Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture attributed to dislodgement. Due to the patient's condition, the physician decided to program around the rv lead as sensing was still appropriate. No additional adverse patient effects were reported.